Event description:
Caller alleges inaccuracy with inratio. Results as follows: date 2007, inratio 3.0, lab 8.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 3.0, lab 8.0, mean 5.5, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The readings are considered inaccurate based on : "area outside of the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.